Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of (307 mg/dl) with moderate ketone present. The customer took a bolus to stabilize bg level. Reportedly, the health care provider wanted the customer to change the basal and carbohydrate ratio setting from 0.275 u/hr to 0.3 u/hr. The customer was instructed on how to change settings.